Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Evaluation confirmed the complaint was confirmed for the right side of the walker would not lock in the open position due to the right side stem and collar had separated from each other.

Event description:
The right side leg goes out farther than the other side and the walker was wobbly.